Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Lot: the lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device manufacture date is not known as the device lot number is not available / not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization at an aneurysm of the anterior communicating artery (acom), two target coils were implanted. There was an attempt to implant a 1mm x 3cm galaxy g3 coil (glm910030, lot unknown) but there was an energization error. The procedure was completed without changing the cable because there was a judgment that it was okay to finish with two coils. There was no patient injury reported. A continuous flush was done.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that a pre-deployment electrical check was performed with no issues. Only one procedure was done with the dcb. It was confirmed that it was energized without any problems, however, it was unable to be detached. Upon pressing the power button, all lights illuminated. All the connections appear to fit properly without application of excessive force. Section e1. Initial reporter phone:(B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization at an aneurysm of the anterior communicating artery (acom), two target coils were implanted. There was an attempt to implant a 1mm x 3cm galaxy g3 coil (glm910030, lot unknown) but there was an energization error. The procedure was completed without changing the cable because there was a judgment that it was okay to finish with two coils. There was no patient injury reported. A continuous flush was done. Additional information received indicated that a pre-deployment electrical check was performed with no issues. Only one procedure was done with the dcb. It was confirmed that it was energized without any problems, however, it was unable to be detached. Upon pressing the power button, all lights illuminated. All the connections appear to fit properly without application of excessive force. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.